Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented to the emergency room. The patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. It was noted that the oversensing episodes were caused by the patient being non-compliant with his medication. The ICD was reprogrammed. The patient was in stable condition.